Event description:
It was reported that during a peripheral intervention in the left upper leg target lesion through the right leg access site, when the balance middle weight universal ii (bmw u2) guide wire was advanced to cross over towards the lesion, it became unksteerable. It was reported that there was no resistance noted during use of the bmw u2 guide wire. After the bmw u2 guide wire was removed from the patient, the guide wire was noted to have separated as there was approximately 30 cm of the distal wire missing. The distal part was removed from the patient anatomy with a snare device. This caused a one hour delay in the procedure. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received; however, the investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned guide wire found no blood visible and contrast on the coils which is consistent with the guide wire being wiped down for shipment to abbott vascular for evaluation. The analysis confirmed the guide wire separation as the guide wire was separated at the distal end of the hypotube. The separated portion was returned. There was a core visible in the hypotube at the separation. The scanning electron microscope (sem) analysis of the guide wire suggested that the core failure may be attributed to fatigue rupture initiating at multiple origins along the surface. The majority of the fracture revealed dimple rupture, indicating ductile overload. Secondary, cracks were observed intersecting as well as parallel to the primary fracture surface. It was noted that there was core extending out the hypotube, indicating the hypotube was properly attached to the core. For the guide wire to fail in this manner, the hypotube being over pulled or over bent would require it to be trapped within the anatomy or another device in order to create the required forces to cause a separation. Patient anatomy, lesion morphology, and/or resistance between the products can all be factors. Reportedly, there was no resistance during the procedure. In this case, it is possible that the guide wire was over torqued during manipulation and/or procedural attempts to advance the guide wire which could have contributed to the reported guide wire separation. The distal portion of the separation was retrieved with the use of a snare device which caused an hour delay of the procedure. In order to ensure that this type of guide wire separation does not occur as a result of a product quality deficiency, manufacturing inspect 100% of the guide wire tips after they are loaded into the dispenser and performs a non-destructive hypotube junction pull test. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record was reviewed. There are no non-conforming material records associated with this lot. Overall, based on the sem result of the returned guide wire, the reported core separation appears to be related to operational context of the procedure and there is no indication of a product quality deficiency.